Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. A review of the device history records and quality records associated with this manufactured lot confirmed that one additional anecdotal complaint has been filed from this facility. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the inserter broke off in the patient. The inserter was removed with a grasper. It was also reported that just the very tip of the inserter broke off; it stayed attached to the anchor so nothing fell off into the patient. The small piece of the inserter was able to be removed with a grasper. The anchor itself was implanted perfectly, and was able to be used to complete the procedure; no back up was needed. There were no reported patient injuries. No other complications were noted.